Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis q biplane unit. An error with the collimator copper filter was reported. Detailed clarifications of this event are currently ongoing; therefore, the event is reported in doubt. We have no indications of any adverse effects on the health status of the patient involved.

Manufacturer narrative:
The investigation was completed by our experts by considering complaint description, service reports, system history, system log files. During the on-site troubleshooting, siemens local service engineer identified issues with the prefilter, which was then subsequently replaced. However, in this case, a more in-depth and verifiable analysis of the problem described in the complaint was not feasible as the necessary information was not provided for e.g. Dose report, and the affected prefilter was not returned. Therefore, the precise cause of the issue could not be determined retrospectively. Consequently, the issue was assessed by our experts based solely on the information available. According to expert opinion, this failure may have multiple potential root causes: sticking pin (aglet): a pin that sticks can prevent one of the copper filter wheels from moving. Grease mixed with dust and debris may obstruct the pin, stopping the motor from turning the wheel. The pin should normally move freely by approximately 1 mm; if it is stuck, the wheel cannot move in either direction. No grease should be applied to this part of the shaft. Warped filter wheels: if one or both filter wheels are warped, step errors may occur because the movement of one wheel can affect the sensor signals of the other. Warped wheels may contact each other, causing unintentional movement of one wheel when the other moves. This is often the result of improper handling during prefilter unit replacement. Defective components: a defect in the sensor board and processor board (d209) or motor could also cause the issue. Due to the complexity of these components, verification of a defective sensor board or processor board can only be performed directly on the cc-part. The exact root cause can only be determined at the cc-part itself. In all the scenarios described above, the collimator sends an emergency message to the system. These abnormalities result in step errors of the prefilter, which in turn trigger the emergency message. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.